Event description:
Agent ide study. The subject had a history of previous percutaneous coronary intervention with 2.50 x 20 mm synergy drug eluting stent implanted on (B)(6) 2022 in the distal right coronary artery (rca). The subject was randomized into the agent ide study on (B)(6) 2022 and the index procedure was performed on the same day. Heparin or other antithrombotic medication were administered at the time of index procedure. The target lesion was a 90% in stent restenotic lesion located at the distal rca and was 15 mm long with a reference vessel diameter of 3 mm. The lesion was predilated with a 2.00 mm balloon followed by intravascular ultrasound which demonstrated significant proximal stent under expansion and diffuse in stent restenosis. The lesion was further predilated with 3.00 mm x 12 mm non-compliant balloon with 15% residual stenosis and thrombolysis in myocardial infarction (timi) flow of 3. Following pre-dilation, the lesion was treated with a 3.00 mm x 20 mm study device successfully with 0% residual stenosis and timi flow of 3. Post plain old balloon angioplasty, loss of a small side branch was noted, however, no further intervention was required. On (B)(6) 2022, the subject was discharged home with aspirin and ticagrelor.